Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 2. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 12-jan-2026 against "lot number: 6000611 and similar malfunction code(s): soft cannula found bent upon removal from infusion site, soft cannula bent (no harm). The review confirmed that lot: 6000611 and the identified failure mode are not associated with any ncrs or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 12-jan-2026 against "lot number" criteria equal 6000611 and similar malfunction): soft cannula found bent upon removal from infusion site, soft cannula bent (no harm). The count of complaint is 2. The complaint numbers are (B)(4). Device history record (DHR) review: the lot: 6000611 was manufactured according to the work instruction (wi) version 104 and manufactured in the l138, on 25-may-2023, with a total of (B)(4) units. Review of the DHR showed 1 non-conformance (nc) 1674558, this nc is not related to the product since there was just an update in the software that is used in sterigenics. The gluing tube assembly lot: 3e03153 was manufactured according to the wi version 55 and manufactured in the sco3 line, on 25-may-2023, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were requested and tested in accordance with approved procedures: visual testing for complaints area: all 10 samples tested passed visual inspection. Functional testing 1 air flow test for complaints area: all 10 samples tested passed functional testing. Functional testing 2 air leak test for complaints area: all 10 samples tested passed functional testing for the reported malfunction code soft cannula found bent upon removal from infusion site all test results were within specification as documented in the test report of complaint (B)(4). Conclusion: testing did not confirm the reported issue; no nonconformance identified. Conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Conclusion summary of complaint investigation: as a result of the following: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot: 6000611 and related malfunction codes. One complaint was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Samples were requested; however, the customer confirmed that no samples were available for analysis. Consequently, an investigation was conducted using reference samples, and no failures related to the complaint were identified. No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient experienced a bent cannula issue with the infusion set that was in use for 24 hours, inserted in the abdomen. The patient's blood glucose level was 300 mg/dl when the issue was noticed. The patient attempted to resolve the high blood glucose by blousing via the pump, which did not resolve the issue. On (B)(6) 2023, the patient went to the emergency room (ER) and was subsequently hospitalized and admitted to the intensive care unit (ICU) due to diabetes-related complications. The patient's highest blood glucose level was greater than 500 mg/dl with high ketones identified as dangerous/life threatening by the healthcare provider (hcp). The suspected cause was no insulin delivery due to the bent cannula. The patient received intravenous (IV) fluids of saline and insulin, which resolved the issue. The patient was released on (B)(6) 2023. No further information available.